Event description:
"During laparoscopic cholecystectomy balloon on trocar would not deflate when a syringe was used. This was attempted several times."

Manufacturer narrative:
This report is to follow up with medwatch# 2600320000-2014-8107. The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Lot# 1222799 upon product returned. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering inflated the balloon, and the balloon remained inflated. The device was then submerged underwater, and no bubbles formed from the balloon or balloon inflation port. Engineering noted scratches in the tubing near the air dome; however this was a cosmetic issue and did not cause leakage. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. Although the unit met current specifications during the evaluation of the device, the team will continue to investigate and monitor this type of incident. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, engineering is currently researching device improvements to further prevent this type of incident from occurring. This document represents our final report.